Event description:
Complainant alleged that while attempting to defibrillate a female patient, a spark was seen and the respiratory therapist that was standing at the head of the patient's bed ventilating the patient received an unintended delivery of energy that burned her hair. Complainant indicated that the respiratory therapist required no additional medical treatment. Please reference medwatch report number: 1220908-2013-01739, for a similar report from the same customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.